Event description:
Unomedical reference number (B)(4). Event occurred in the united sates it was reported that patient faced 4 infusion set tubing was leaking at site. The infusion set was in use for 1-2 day. The blood glucose level was 199 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-04237 - device 4 of 4.